Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left knee was revised. As reported by rep: "grinding, anterior knee pain." The liner and patellar component were revised.

Manufacturer narrative:
An event regarding wear involving a triathlon patella was reported. The event was confirmed using the photographs provided. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted metal backed patella with central polyethylene wear area with a ¿ridge¿ impression towards the peripheral aspect of the device. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: suboptimal soft tissue balance in the extensor tendon mechanism of the knee in combination with component malposition on the tibial side with the femur also suspected but unproven due to absent relevant x-ray has contributed to lateral shift and tilt in the patellofemoral joint with anterior knee pain and grinding noises requiring revision surgery. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: wear on the device is evident from the images provided. A review of the provided medical records and x-rays by a clinical consultant indicated: suboptimal soft tissue balance in the extensor tendon mechanism of the knee in combination with component malposition on the tibial side with the femur also suspected but unproven due to absent relevant x-ray has contributed to lateral shift and tilt in the patellofemoral joint with anterior knee pain and grinding noises requiring revision surgery. The clinician also indicated, muscle atrophy as consequence of prior degenerative disease possibly a secondary factor. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left knee was revised. As reported by rep: "grinding, anterior knee pain." The liner and patellar component were revised. Event description update based on medical review: suboptimal soft tissue balance in the extensor tendon mechanism of the knee in combination with component malposition on the tibial side with the femur also suspected but unproven due to absent relevant x-ray has contributed to lateral shift and tilt in the patellofemoral joint with anterior knee pain and grinding noises requiring revision surgery.